Event description:
A hemolysis, hematuria, anemia, renal insufficiency/failure occurred. It was reported that farawave 2.0 was selected for use. During post ablation, patient developed elevated creatinine levels and hemolysis requiring additional hospitalization beyond the standard of care. The physician believes the complication is related to the gen 2 farawave catheter noting is the fifth similar case within three weeks at the same hospital. It was 87 ablations performed and they occurred at pulmonary vein isolation, posterior wall (pw), septum, cavo tricuspid isthmus (cti). The patient did exhibits clinical signs or symptoms related to hemolysis such as renal insufficiency/failure, anemia, hematuria, etc. The patient has been hospitalized and expected to fully recover.